Event description:
It was reported that during a routine box change, the physician removed the device and it was noted that the atrial port grommet appeared to be damaged and thus the competitor atrial lead was unable to be released from the port. It was noted that the wrench was unable to engage the setscrew. The competitor ra lead was cut and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion, the returned device had a connector issue, and the returned device exhibited an issue with the setscrew. The analyst noted that microscope inspection shows that the atrial setscrew socket is rounded and that the tip of the torque wrench is broken off. The analyst was unable to remove the setscrew to perform the sigma pace measurement.